Event description:
This event was reported as leaflet disruption and insufficiency. No further info provided.

Manufacturer narrative:
H3: examination of the valve in our laboratory revealed calcification within each attachment site, which resulted in stenosis of the effective orifice area. Leaflet disruptions, including detachment of the right and left-coronary cusps, as well as incomplete coaptation. X-ray analysis revealed extensive calcification within the aortic wall and belly of each cusp. Additionally, calcification was noted in the free margins of the left and non-coronary cusps. Stent distortion was also noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.